Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 500 mg/dl, and ketones present. Customer delivered manual injections to stabilize blood glucose levels. Troubleshooting was performed and pump appears to be functioning as expected. Passed delivery system check. Cold insulin is used to load the cartridge.